Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 0 - unintended spool movement) occurred with multiple cartridges during the load process. Blood glucose (bg) was 68 mg/dl at the time of report and the customer did not remember bg for the past event. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.